Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This issue is caused by interactions between the device and hospital monitoring or diagnostic equipment when the minute ventilation feature is programmed on.

Event description:
It was reported that this patient was in the intensive care unit for surgery, not related to their implanted pacemaker system. During the surgery, the patient's rate increased to 130 bpm. It was thought to be due to an interaction with the hospital monitoring equipment. The physician was able to make programming changes successfully. At this time, the system remains in service. No adverse patient effects were reported.